Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right salpingo-oophorectomy, audible tone was noticed from the electrosurgical generator both doctors made sure they were not stepping on the foot pedals nurse also checked foot pedal for any spontaneous activation none noticed. Patient got 2nd degree burn on the anterior abdomen size was 3cm by 2cm. Silvadene ointment was administered.